Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and a bolus via the pump was delivered to address the bg level. The customer associated the high bg to having a cold and stress, the humalog had been used for 3 days. The customer did not have additional supplies on hand to change out the cartridge. A tandem clinical diabetes specialist assisted the customer with how to calculate the insulin dosages needed using insulin injections.